Manufacturer narrative:
Analysis states the act button did not respond due to flattened button dome switch. There was no frozen screen noted. Analysis was unable to perform displacement, rewind; basic occlusion, occlusion, prime and excessive no delivery test due to any button response. They were unable to verify battery out limit alarm due to no button response. The pump had cracked display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the pump had a keypad anomaly and high blood glucose level. The blood glucose at the time of the incident was 225 mg/dl. The customer states the pump is frozen and is stuck on the time setting. The customer declined high blood glucose troubleshooting. The device will be returned for analysis.